Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of discomfort. Examination revealed that the left ventricular (lv) lead caused phrenic nerve stimulation which could not be eliminated by reprogramming. The lv lead was explanted and replaced. The patient remained stable before, during and after the procedure.